Event description:
It was noted the patient had received an appropriate shock for ventricular tachycardia (vt), however, an over current detection (ocd) alert was noted on the right ventricular (rv) lead. The patient was hospitalized and was stable and will continue to be monitored.